Event description:
The heat from the atricure device most likely melted the tip off about 2 cm from the end of the central catheter when it was in close proximity. The ends at the separation point are both sealed. The tip of the broken catheter was retrieved after the ablation procedure was completed. The anesthesiologist was trying to flush the catheter and it was discovered it was not possible; they removed it and found one of the blue tips missing. They noticed the reason it would not flush is the area of the separation was melted. A replacement two lumen catheter was inserted. The broken tip was retrieved.